Manufacturer narrative:
On 17-aug-2021, mentor received additional information about this event. Per the patient, surgical intervention with a saline flush was used to attempt to break the contracture early on. There is no evidence that non-sterile saline was used as previously reported. In addition, the patient reports that she has been diagnosed with stage IV cancer (unspecified). It is unclear at this time if the cancer is alleged to be related to her breast implants. The device information has been made available and has been added to the relevant fields. Her implants were 400cc mentor memorygel devices bilaterally. The patient plans to seek the advice of a new physician soon. This report is for the patient's right-sided device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision procedure with unspecified mentor saline breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. The patient reported that her implants are hard and firm. In addition, it was reported that a doctor squeezed the patient¿s breasts so hard that she passed out and it caused her a lot of pain. Following that, it was reported that the doctor took a water hose from a faucet, filled it with saline, and then inserted the solution into the patient¿s breasts. Placing drugs or substances inside the implant other than sterile saline for injection is contraindicated in the instructions for use. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.